Event description:
It was reported that shortly after completion of a radiation therapy procedure, this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds. The health care professional (hcp) called technical services (ts) to inquire if the implantable cardioverter defibrillator (ICD) system would be functional without the ability to pace in the rv channel. Ts stated that the ICD would be able to deliver therapy when required. The device remains in service. No adverse patient effects were reported.